Manufacturer narrative:
Investigation results: patient bone quality may have contributed to due to revision surgery and hence loose stem. Exact cause is unknown. No further complaint from patient or surgeon reported.

Event description:
Surgeon performed a revision surgery due to loose stem.